Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized. The field representative called for review of device data as the patient has received multiple shocks since being hospitalized. Review of data found there was t-wave oversensing resulting in inappropriate shock therapy and atrial fibrillation (af) events. The patient also reported that the device can be physically moved around. Troubleshooting was performed in which multiple postural changes and isometrics was performed; however, the morphology change could not be recreated. Technical services confirmed there was a significant change in morphology around the date and times of these shocks. They suspect this is cardiac related and not due to device movement. It was noted last year, the patient received appropriate therapy for ventricular tachycardia (vt). Technical services discussed programming and troubleshooting options and recommended to program to alternate which has a narrower morphology compared to secondary and primary vectors. The patient will be given a medicine to increase the heart rate to try and capture a reference s-ECG (subcutaneous electrocardiogram) to see what is causing the t-wave oversensing. At this time, the system remains in service. No additional adverse patient effects were reported.